Event description:
It was reported that in central processing, a frayed cable was identified on the fenestrated bipolar forceps instrument. No fragments fell into the patient. There was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. Other cables at the wrist were undamaged. Failure analysis also observed the following unreported damages: the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. The grip had indentations near the edge. No other damage was found. Failure analysis concluded that the indentations were likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable and/ or the main tube abrasions with material removed found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.